Event description:
It was reported that the screen did not respond to touch input. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.